Event description:
It was reported that the compressor went in and out of standby. This was discovered during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported compressor issue has been finalized. The compressor unit was investigated on-site by a maquet service technician. After the compressor stand-by valve was replaced, the unit passed all functional tests. The compressor unit was returned to service at the hospital. The electrical evaluation of the returned stand-by valve did not show any deviations, and no open circuit could be established. The evaluation of the returned ventilator logs, belonging to the ventilator that the compressor was connected to, confirms the stand-by issue. When the compressor is switched to the stand-by mode, the ventilator will generate alarms for low air gas pressure and high o2 concentration. The ventilator detects that no air gas is supplied and switches to 100 percent oxygen to continue ventilation. The generation of the high o2 alarm confirmed the reported stand-by issue, when reviewing the received logs. The cause for the reported event was a result of a faulty stand-by valve.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.